Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that during implant procedure, high bipolar impedance and loss of capture were observed on the rv lead. The physician also noted abnormal material on the stylet. The stylet was removed and the rv lead was also removed and replaced. The patient was stable.